Event description:
During use of the retrieval system, the bag was around the gallbladder and during removing of the system the rope broke and the bag opened into the cavity spilling bile. Opened a second bag and retrieved the first. Upon exam the second bag rope was frayed. Diagnosis or reason for use: acute cholelithiasis. Event abated after use stopped or dose reduced: yes.